Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Based on the information available, the patient¿s peritonitis can be reasonably attributed to touch contamination, as reported by the patient¿s pd nurse. Peritonitis is a well-known potential complication in pd patients that is often associated with touch contamination during the pd exchange.

Event description:
A peritoneal dialysis (pd) patient reported to customer support that they had peritonitis. Additional information was obtained during follow up with the patient¿s pd nurse. The patient was admitted to the hospital with peritonitis, characterized by symptoms of nausea and vomiting. The patient¿s pd culture yielded an elevated white blood cell count. Per the nurse, the patient was initiated on antibiotics with vancomycin (dose unknown) and ceftazidime (dose unknown) intra-peritoneal (ip). The patient was discharged home the following day. The nurse reported the patient is recovering from the event and is continuing their pd therapy on the same cycler without any further issues. There were no fluid leaks during pd treatment that could have contributed to the reported event. According to the nurse, were no issues with any fresenius products in relation to the event. The nurse stated the patient¿s peritonitis was associated with touch contamination during the pd exchange.